Event description:
It was reported the pt (B)(6) suffered a fall approx 8 months ago and since that time has experienced diminished therapy relief. Reprogramming was undertaken in an effort to resolve this issue. Adequate stimulation was achieved for the pt as a result; however, the coverage is not optimal. A CT scan has been ordered for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.